Manufacturer narrative:
The investigation reviewed the data of the last calibration performed on (B)(6) 2023; the signals were within specifications. The investigation reviewed the alarm trace; no issues were noted. The field application specialist (fas) observed the customer's staff technologists pretreating samples and there were no issues noted. The field service representative (fsr) inspected the analyzer and determined that the issue was caused by external factors affecting multiple instruments. The customer performed a patient correlation study between their analyzer with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 688746. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tacrolimus assay results from patient samples tested on the cobas e411 rack. The initial result was not reported outside of the laboratory. The reporter stated that they have an ongoing issue with the tacrolimus assay. They are running the patient samples on both of their e 411 analyzers. Please refer to the attachment (B)(6) in the medwatch for the table containing the questionable results and the results reported outside of the laboratory.